Event description:
On (B)(6) 2013 the reporter contacted animas to report that for one month, the patient obtained elevated blood glucose readings ranging ¿in the 500¿s mg/dl¿, and she experienced the symptoms of chest pain, leg pain and headache. The patient reported that the pump gave several occlusion alarm warnings and loss of prime alarms. The patient noted she replaced the infusion set and infusion site every three to four days or more due to not being able to afford more to replace more frequently. The patient discontinued ipt and moved to her alternate insulin delivery method. Troubleshooting revealed no alarms or occlusions occurred when the pump was primed into the air. There was no evidence the pump was not functioning appropriately. The patient¿s technique was incorrect by not replacing the infusion set after the recommended two to three days, especially when experiencing blood glucose level excursions. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this issue occurred, this complaint is being reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/23/2013 with the following results: pump failed the force sensor calibration test, high. Black box and alarm history review show several ¿occlusion¿ alarms due a high force, but the issue was not duplicated in testing.last basal delivery was on 09/12/2013. Tdd add up correctly and reflect the programmed basal target. The pump passed a 29h flow accuracy test. ¿occlusion¿ alarm was stimulated; the pump gave the appropriate visible and audible alert. Pump¿s cover was removed, no issue was found to the force sensor circuit, force sensor resistance was found with specification. Unrelated to the complaint, the display is dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.